Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced an occlusion alert, was advised to change the infusion set, and subsequently had persistent hyperglycemia with capillary blood glucose reading ¿high¿ and levels above 400 for more than four hours; the user discontinued ilet and used humalog and lantus as subcutaneous backup therapy. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or professional medical intervention at the time of the event. Investigation included troubleshooting and education with attempts to obtain additional information. Investigation of this case revealed an insulin delivery occlusion associated with the insulin path, consistent with an infusion set and cartridge issue and user misunderstanding regarding occlusion recognition and required troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was consistent with an occlusion-related insulin delivery failure with contributory user-related factors.